Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from health care provider via a manufacturing representative regarding a patient with spinal canal stenosis for plif spinal therapy at l2 /3. It was reported that the cage on the right side was backed out, so it was removed, and the screw on the right side was also loose, so it was replaced. The screws on the left side was also replaced to make the diameters uniform. The cage on the left side was left as it was, and the adhesion on the right side was severe, so they did not approach between the vertebral bodies again. The cage had come off due to loosening of the right screw. The patient was re-hospitalized for reoperation this time. The patient had numbness in the lower limb. There was no further information reported.